Event description:
Litigation papers allege the patient suffers the following: constant pain in his left hip with pain radiating up to his chest area under his arm and rib cage, the feeling of a pinch around the hip implant that requires him to readjust his position to make it stop, difficulty performing his everyday activities and functioning from day to day, nausea of unknown etiology, difficulty staying focused, and the beginning of issues with his skin. The patients metal ion levels are being monitored by his surgeon and is concerned about the possibility of revision surgery and the future health effects of elevated metal ions in his blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.